Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a primary and revision implant sheet that patient's right knee was revised. A triathlon cs construct (baseplate, femoral component, insert) was revised to a 9 device ts construct including stems, augments, adapter, and a patella.

Manufacturer narrative:
An event regarding revision involving a triathlon femoral component was reported. Revision implant sheet confirmed the event but reason for revision was no identified. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as reason for revision, device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a primary and revision implant sheet that patient's right knee was revised. A triathlon cs construct (baseplate, femoral component, insert) was revised to a 9 device ts construct including stems, augments, adapter, and a patella.